Event description:
It was reported that the ventricular lead exhibited capture anomaly and high pacing thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun